Manufacturer narrative:
Concomitant medical products: product ID: 8780, lot#: unknown, serial#: unknown, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: unknown, ubd: unknown, UDI#: unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving morphine of an unknown concentration at an unknown dose rate via an implantable pump. It was reported that the physician had performed a refill procedure approximately 10 days ago (approximately (B)(6) 2022). The physician had been noting a consistent discrepancy of approximately 3 to 4 ml with the last 4 refills but did not think much of it. The event date regarding the initial refill / volume discrepancy is unknown. A dose adjustment regarding a reduction was also done during the last pump refill visit. A couple of days ((B)(6) 2022) after the refill, the patient¿s wife contacted the healthcare provider indicating that the patient was not feeling well. The physician then increased the dose back to where it was, but then 2 days later the patient was experiencing withdrawal like symptoms. The patient was sleepy and feeling ill. The physician decided to admit the patient to the hospital with signs of morphine withdrawal for further investigation. Regarding factors that may have led or contributed to the issue, it was noted that the physician indicated that the pump was showing elective replacement indicator (eri) of less than 5 months, but they were uncertain if this could be a cause. The physician was to first program a single bolus to see if the patient responds positively to this. The next step would then be to perform a catheter check under fluoro, so they will try to withdrawal cerebrospinal fluid from the catheter access port (cap) and then possibly inject contrast. It was further indicated that the last resort would be to replace the pump. No surgical intervention occurred and it was unknown if surgical intervention was planned. The issue was not resolved as of (B)(6) 2022. The patient's medical history was unknown or would not be made available.

Manufacturer narrative:
Continuation of d10: product ID 8780; lot# / serial# unknown, explanted: (B)(6) 2022, product type: catheter. H6 update: the previously applied device code a1405 is no longer applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. The patient was 63 years and 01 months old at the time of the event. The patient¿s weight at the time of the event was unknown. The serial number/lot number of the catheter associated with the event was unknown. Regarding the volume discrepancies at the past 4 refills, the physician had indicated that pump contained more drug than expected. The event had been resolved. The pump was to be returned for analysis. As per the logs provided, the pump administered morphine with concentration 15.0 mg/ml at a dose rate of 13.020 mg/day as of (B)(6) 2022. The morphine (15.0 mg/ml) dose was 12.008 mg/day as of (B)(6) 2022. The morphine (15.0 mg/ml) dose was 13.020 mg/day as of (B)(6) 2022.

Manufacturer narrative:
H3: the returned pump was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. Destructive analysis determined there was a hole in the internal pump tube which allowed drug to leak into the motor containment area. Analysis identified fluid/crystallized residue on the motor feed through posts which leads to an electrically conductive pathway in and around the pump motor circuit and is consistent with a electrical short. The returned partial catheter was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. A partial catheter was returned consisting of the sutureless connector assembly, proximal segment, pin connector, and portion of the distal segment. Analysis identified a tear in the inside sealing surface of the sutureless connector, near the guide ring which did not affect the functionality of the catheter in the lab. H6 correction: the previously applied method code b18 is not applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the foreign healthcare provider (hcp) via the manufacturer's representative (rep) on (B)(6)2022. It was reported that the patient's pump and catheter were replaced on 2022-aug-21. It was noted that a granuloma was found at the tip of the spinal catheter. The catheter was discarded, but the pump would be returned.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# unknown explanted: (B)(6)2022 product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.